Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 1800 mcg/ml fentanyl at a dose of 720 mcg/day, 20 mg/ml hydromorphone at a dose of 8 mg/day, 125 mcg/ml clonidine at a dose of 50 mcg/day, and 200 mcg/ml baclofen at a dose of 80 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump status and/or event log showed a motor stall occurred on (B)(6) 2016 at 14:00. The patient did not recently have an MRI. The patient was seeing the 8476 code on their personal therapy manager (ptm) when a bolus was requested. The patient¿s wife put her ear to the pump and reported it to be ¿grinding¿. The patient went to the emergency room (ER) and would likely be admitted due to the withdrawal symptoms. It was considered a sudden change in therapy/symptoms. Additional information was received on 2017-jan-09. The troubleshooting performed was an interrogation and pump update to restart the rotor, which was unsuccessful. The representative contacted technical services. The cause of the motor stall was unknown. The pump was replaced the day of the motor stall ((B)(6) 2016). The issue was considered resolved.